Event description:
Caller reported an issue with a cgm error 42. There was no adverse impact to the customer's blood glucose level. Technical support provided a complete pump reset guide, and after resetting, the pump no longer displayed the error code, allowing the caller to successfully start their sensor session.